Event description:
Consumer complaint of erratic blood results. Expected blood glucose test result range is 107 to 120mg/dl. Customer observed symptoms such as blurred vision, fatigue, and hunger. Medical intervention sought at hosp. Customer's blood glucose results were 72mg/dl before eating. Customer ate due to symptoms of low blood glucose but test result was then 200mg/dl. Blood glucose test performed at hosp and result was 137mg/dl. Currently taking medication to manage diabetes. Storage of product not verified. Test strip lot MFR's expiration date is 04/16/2018 and open vial date is not verified. Recall test results performed from meter memory: see scanned table.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Expected blood glucose test result range is 107 to 120 mg/dl. Customer observed symptoms such as blurred vision, fatigue, and hunger. Medical intervention sought at hospital. Customer's blood glucose results were 72 mg/dl before eating. Customer ate due to symptoms of low blood glucose but test result was then 200 mg/dl. Blood glucose test perfumed at hospital and result was 137mg/dl. Currently taking medication to manage diabetes. Storage of product not verified. Test strip lot manufacturer's expiration date is 04/16/2018 and open vial date is not verified. Recall test results performed from meter memory: (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.